Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed a serious, bleeding rash underneath the front therapy pad. The patient indicated that they wish to end use, believing that the lifevest "will cause cancer", but have not reached out to their physician about this decision. Follow-up with the patient to determine the outcome of the rash was diligently attempted but the patient could not be reached.